Event description:
It was reported that the insulin pump alarmed for button error. Troubleshooting was performed. Advised the reporter that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device had button error alarm due to corroded keypad traces. The device was received with cracked battery tube threads, reservoir tube lip, broken belt clip and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.